Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittent inflammation, discharge and mild granulation tissue at the abutment site. Subsequently, the patient was administered antibiotics (type and date not reported) and steroids (type and date not reported); however, the issue did not resolve, the device was explanted (date not reported) and it is unknown if the patient was reimplanted with a new device as of the date of this report.